Event description:
It was reported that approx half way through a da vinci prostatectomy procedure, the customer experienced system error codes #7 and #153. With phone support provided by an isi field service engineer (fse), the site restarted the system. Emergency power off (epo) was applied multiple times and the system cables were reseated, however, the attempt to resolve the issue was unsuccessful. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that system error codes #7 and #153 were associated with one of the remote interface adapter printed circuit assembly (ria pca) boards. The ria pca performs numerous tasks related to the function, control and hardware fault monitoring for a specific arm. There is a ria pca assigned to each system arm. The system was repaired by replacing the affected ria pca. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #7 is reported by hardware to denote a power supply fault. System error code #153 is reported by hardware to denote a high side switch fault. This indicates that there was a short on the board that triggered this. In the event of these power supply issues, the system records the fault and transitions to a safe state. The ria pca was returned to isi for failure analysis investigation. Engineering was not able to reproduce the customer reported problem, which leads engineering to conclude that the system error codes experienced by this site were likely due to a poorly seated cable. As of may 29, 2009, there have been no reported recurrences of the issue at this hospital.